Event description:
It was reported, following a pump replacement on the initial report date, the patient experienced increased spasticity, an elevated white blood cell (wbc) count and tachycardia. The patient was admitted to the intensive care unit (ICU). When the healthcare provider (hcp) went to do a dye study, he aspirated yellow fluid and, during the dye study, expected that the catheter had pulled out of the intrathecal space. The pocket was filled with fluid. The hcp replaced the catheter. The device system was used to deliver baclofen. Additional information, including the cause of the event and patient outcome, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).